Event description:
Per the info provided to the co by the physician's office, the device was removed due to "migration." As reported to the co, the entire device, except for the reservoir, was removed. The entire device was replaced, with the old reservoir being capped off. 7/3/97 - per the operative notes, the physician/surgeon stated that the pt had "weakness and early aneurysm formation of the corpus cavernosum on the left in the coronal area laterally, with migration or shortening of the cylinder on that side. He has had migration of the pump control mechanism down in the perineal area where it is pretty much inaccessible." At the time of surgery it was noted that "it was apparent that this pt had rather short cylinders, but a great deal of extender length." In addition, "prior to inserting the cylinder in the left, it was necessary to repair the stretched, thin, distal corporal tunics. The cylinder had been riding on this area."